Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, prior to patient contact during preparation for a retrograde angiogram of the lower leg, the outer coating of a flexor raabe guiding sheath "peeled off" as the physician ran a damp 4x4 gauze across the sheath to "lightly shape" the device. The device did not make patient contact, and the patient was not harmed. The patient did not require any additional procedures or experience any adverse effects due to this event. Upon return and initial evaluation of the device, the sheath material was partially separated but held together by the inner coil. Corrected information: d4 (UDI), h6 (annex a). Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. A visual inspection of the complaint device was also conducted. The prior-to-use complaint device was returned to cook for investigation. The outer sheath tubing was partially separated but still held together by the inner metal coil. The partial separation measured 1.5-centimeters in length. A document-based investigation evaluation was performed. A review of the device history record and complaint history found no discrepancies or additional relevant complaints on the final or sub-assembly lots. A supplier investigation was requested. The supplier concluded that the device was manufactured to specification, as quality inspection records were acceptable and no issues were reported. The product IFU states "upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and investigation of the returned device suggests that there is evidence the device was manufactured to specification. Based on the information provided and the results of the investigation, cook has concluded that a component failure, unrelated to design or manufacturing, contributed to this event. The risk analysis for this failure mode was reviewed, and no additional escalation was required. The appropriate personnel have been notified, and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, prior to patient contact during preparation for a retrograde angiogram of the lower leg, the outer coating of a flexor raabe guiding sheath "peeled off" as the physician ran a damp 4 x 4 gauze across the sheath to "lightly shape" the device. The device did not make patient contact, and the patient was not harmed. The patient did not require any additional procedures or experience any adverse effects due to this event. Upon return and initial evaluation of the device, the sheath material was partially separated but held together by the inner coil.